Event description:
It was reported that this implantable pacemaker device has depleted from 6 years and during the recent checked, the device was at 4.5 years battery remaining. Also, the patient experienced 140 beats per minute (bpm) heart rate. As of this time, this device remains in service. No adverse patient effects were reported.